Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Patient was advised to re-pair the transmitter, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 04/26/2016 and confirmed the report of bluetooth connection issue between the transmitter and g5 mobile application. No additional patient or event information is available.